Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: six events were reported for this quarter. Product return status: six devices were received for evaluation. Evaluation status: five events were confirmed during testing. -two devices were found to be affected by corrosion. -tree devices were found to be affected by corrosion and a fracture problem. One event was not confirmed during testing; however, failures unrelated to the reported event were detected. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. Five events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.